Event description:
Patient's husband called to report that on an unknown date, the adhesive pad did not stay attached to the patient's body. Patient spouse stated that the v-go device came off on (B)(6) 2020. Spouse stated that the v-go device was only for a few minutes before it came off. Spouse stated that the application site was prepared with and alcohol prep prior to application. Spouse stated that he removed the v-go device and noticed that the adhesive pad barely had any adhesive on it.